Event description:
It was reported that the patient was experiencing coupling and communication issues with her device. It was noted that an internal neurostimulator (ins) overdisdischarge was suspected. It was further noted that the last successful recharging session occurred over 12 months ago, and the patient had not charged her ins in over 3.5 years. It was stated that the patient had not experienced stimulation in 1 to 3.5 years. The manufacturing representative performed the "5th physician mode recharge (pmr)" with no response from the ins. It was indicated by the manufacturing representative that after the 2nd pmr, the power on reset (por) screen appeared quickly and then disappeared. It was discussed with the patient that a 100% recharge was necessary when the battery is low and that numerous recharging sessions in one day may be needed due to weakness of the battery. It was further noted that the patient had overdischarged once and the pmr was not successful. The patient opted to get a replacement and was implanted with the new device a few weeks later. It was further noted that the patient was "stable and receiving good coverage following the replacement".

Manufacturer narrative:
Product ID 3888-56, lot# v252800, serial#, implanted: 2009 (B)(6), explanted: product type lead, product ID 3888-56, lot# v252800, serial#, implanted: 2009 (B)(6), explanted: product typ lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ lead, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3708240, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ extension. (B)(4).